Event description:
It was reported that during the procedure in the intermediate branch of the mid left coronary artery, a balance middleweight guide wire was advanced, but could not cross the lesion. The device was removed and a whipser guide wire was successfully advanced to the lesion. Pre-dilatation was performed using a non-abbott dilatation catheter. A non-abbott stent was deployed; however, waist was noted. Post-dilatation was performed using a nc voyager dilatation catheter. The balloon was inflated to 16 atmospheres (atms) for 15 seconds, 20 atms for 40 seconds, 24 atms for 10 seconds, 24 atms for 30 seconds, 10 atms for 2 min 30 seconds, and 10 atms for 1 minute 30 seconds. Post dilatation, a perforation was observed in the stented area. An attempt was made to advance a jostent graftmaster stent system for treatment of the perforation, but the stent system could not advance through the stent. The graftmaster was removed from the anatomy along with the guide wire. The vessel was rewired and the graftmaster was readvanced, but could not advance through the stent. The graftmaster stent system was removed from the anatomy and the perforation was sealed with subsequent balloon inflations. The patient was transferred to the coronary care unit and the patient condition was reported as stable. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight; whisper; guide cath: ebu4 6fr; stent: endeavor, jostent graftmaster stent system; (B)(4) - inflated above rated burst pressure. The jostent graftmaster stent system indicated is being filed under a separate medwatch MFR number. Evaluation summary: perforations are known adverse events associated with this type of procedure as listed in the voyager nc instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Reportedly, the voyager nc was inflated to 24 atmospheres (atm), which is above the rated burst pressure (rbp). It should be noted the IFU states: balloon pressure should not exceed the rated burst pressure. The rbp is based on results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rbp. Use of a pressure-monitoring device is recommended to prevent over pressurization.